Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles at the top noticed during infusion set change. The customer's blood glucose level was 112 mg/dl. The customer also reported that the insulin pump had insulin flow block alarm. The reservoir will not be returned for analysis.